Event description:
A peritoneal dialysis patient reported that moisture was noted in the cassette compartment following completion of treatment. The patient reports that his effluent has remained clear. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient was treated with 1.25 grams of vancomycin via manual exchange in clinic as prophylactic treatment. The patient has remained asymptomatic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.